Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), clotting is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 02-apr-2026. Investigation summary: bd received 3 samples for investigation. The 3 samples along with 50 retention samples were evaluated for visual presence of additive and foreign matter with acceptable results. Additionally, the 3 samples and 14 retention samples were tested for additive concentration. One of the 3 returned samples and one of the 14 retained sample failed. Complaints for sample quality are under statistical control for the month of february 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), clotting is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.